Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is returning; however, it has not be received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous left anterior descending artery. The 2.80x19mm graftmaster rx cover stent was attempted to be advance to treat a perforation; however, failed to cross to due anatomy. Another 2.8x16mm graftmaster was used to successfully seal the perforation and complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.